Event description:
Consumer reported having received "retainer brite" samples from her dentist and on (B)(6) 2013 used a sample. Shortly after cleaning her dental appliance, her mouth started burning and itching. Consumer did not seek medical treatment, however, did see her dentist within 48 hours of symptoms and was fine.